Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error x3 which was not reproduced. The reported symptom was confirmed through the event history log review by the presence of a single "system error 345", a single "system error 610", and multiple "system error 322" in the log. The software was upgraded per the approved remedial action activities to address potential non-mechanical causes for the ec322.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error x3. Any patient involvement, injury or medical intervention is unknown.